Event description:
The recipient reportedly experienced dizziness, nausea and pain. The recipient reportedly fell and was treated at the emergency room. The recipient was advised to cease device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use. The recipients issues reportedly resolved. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.